Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. There was insufficient information to determine the reportability of this event, therefore, the initial medwatch was filed for "connector issues" between the subject device (maj-1430) and a clv-180 (patient identifier (B)(6)). The clv-180 evaluation confirmed a worn out scope socket causing the connector to not fit well. The connection problem is not a reportable event for the subject device, maj-1430. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. The event for the clv-180 has already been reported on medwatch 3002808148-2023-08214 (patient identifier (B)(6)).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the videoscope cable exera ii had connector issues. The issue was found during preparation for use. There were no reports of patient harm.